Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device noted the device is intact. The porous coating is missing along the edge closest to the trunion end. The device was manufactured in 2012. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for the listed part. The results of our lab analysis noted there was little to no bone growth on the porous coated surface. Porous beads had become dislodged from several areas of the stem. The distal portion of the stem revealed no significant damage. There is extensive scratching visible on the neck of the stem, which is potentially due to tool marks during removal of the device. Based on the reported complaint this failure could have been due to lack of fixation and bone growth. A lack of initial implant stability can decrease the likelihood of bone ingrowth. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Event description:
It was reported that a revision surgery was performed due to aseptic loosening.